Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver called on behalf of a customer and reported the customer obtained a low reading from the adc freestyle libre sensor scan when compared to readings obtained on a competitor brand meter. The caregiver stated that while at school, the customer received a 'lo' message (reading less than 40mg/dl or 2.2 mmol/l) on her adc sensor and was given "glucagen hypokit 1mg , gel, some tablets, and diabetic medications." Caller reported that the school staff obtained glucose readings of 18 mmol/l, 26 mmol/l, and 10mmol/l from a competitor brand meter while the sensor scans continued to read as lo. Caller reported that the customer lost consciousness and had a seizure, and the school staff called paramedics who administered insulin (dose/type unknown). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
A caregiver called on behalf of a customer and reported the customer obtained a low reading from the adc freestyle libre sensor scan when compared to readings obtained on a competitor brand meter. The caregiver stated that while at school, the customer received a 'lo' message (reading less than 40mg/dl or 2.2 mmol/l) on her adc sensor and was given "glucagen hypokit 1mg , gel, some tablets, and diabetic medications." Caller reported that the school staff obtained glucose readings of 18 mmol/l, 26 mmol/l, and 10mmol/l from a competitor brand meter while the sensor scans continued to read as lo. Caller reported that the customer lost consciousness and had a seizure, and the school staff called paramedics who administered insulin (dose/type unknown). No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and the serial number listed was not found in the database. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification.   The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader is required.    Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.    Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field.   Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint.    A tripped trend review was conducted for libre sensors and showed no trips were found.   If the product is returned, the case will be re-opened, and a physical investigation will be performed.